Event description:
Per email (medwatch report mw5108126, report date: (B)(6) 2021): inbound. Patient reports no disposable alarming with both cadd legacy pumps over the past few days. Placed new cassette able to get pump to operate without further alarm. Replacement pumps sent with box to return. No cassette lot number provided. No further details provided.